Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low glucose (glu) cartridge results generated by the unicel dxc 800 pro synchron clinical systems for two patients. The results were not reported out of the lab. The specimens were re-tested and repeated results were higher and were reported out of the lab. There was no impact to patient treatment.

Manufacturer narrative:
Glucose qc results were erratic and out of established specifications when the customer called hotline to troubleshoot. A field service engineer (fse) was dispatched: the fse replaced several hardware components and performed alignments. Precision run for glucose was acceptable. Upon recur, false low cartridge chemistry results could cause/contribute to serious injury. Hardware issues addressed by the fse may have contributed to this event.